Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations (purple image and anti-fog function enabled) were confirmed. In addition, the charged coupled device (ccd) inside the light guide hose was damaged, there were a large number of foreign objects inside the outer tube, and the circuit line of the anti-fog function was aging and damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using a video telescope "endoeye hd ii", 10 mm, 0°, autoclavable, the image was purple and the anti-fog function was enabled. The event occurred during the diagnostic procedure (laparoscopy) and was completed with a similar device. There was no procedural delay, and no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty light-guide hose. Olympus will continue to monitor field performance for this device.